Manufacturer narrative:
Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported the high flow insufflation unit will not power on. Upon further inspection, it was found it has blown both of its mains inlet fuses and when new fuses are fitted these blow straight away as well. The issue occurred during setup. There were no reports of patient harm.